Manufacturer narrative:
The field service engineer (fse) found the gear pump head and water pressure were too high, causing bubbles to form on the cell rinse nozzles. The fse adjusted the water pressure. He then did mechanism checks and the instrument was performing with no leakage. The service actions (adjusting the water pressure) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The customer noticed that one of the nozzles was dripping on the left side rinse unit across from the sample probe. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with calcium gen.2 (ca2) assay on a cobas 8000 cobas c701 analyzer. Initial result: 6.76 mg/dl. Repeat result: 10.23 mg/dl. The questionable result was not reported outside the laboratory and the sample was repeated.